Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
On (B)(6) 2010, patient had 2 syringes injected into nlf & marionette lines. She called her doctor on (B)(6) 2010 and complained of swelling and pain in all areas of injection. The doctor confirmed there was no fluctuance, but the area was firm. She also had redness and bruising and felt a lump about the size of a grape. Patient has had no other facial or dental procedures. Doctor prescribed clindamycin. Update: the patient developed sterile abscess and was no longer on antibiotics.